Event description:
This event was reported as valve explanted after 2 months due to endocarditis (blood culture gre serratia) with dehiscence. Perivalvular leak and pulmonary edema. No further info was provided.